Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes,investigation conclusions), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) had battery not charging. A getinge field service engineer (fse) evaluated the unit and as a precuation fse replaced power management board and as a preventive maintenance fse replaced safety disk and tidal disk. Fse then performed safety and functionality tests and cleared the device for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received part with a reported unit failure of the batteries not charging. The fat performed a visual inspection and found the part to be in good condition. Tested for 30 minutes and the cardiosave was able to charge the batteries with no issues arising.fat was not able to replicate the reported issue of the batteries not charging. Board was then send to supplier for failure analysis. Supplier stated that they inspected and tested the board finding no abnormalities. The board passed all testing and they did not confirm any faults. This inspection is completed with the root cause being not confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called regarding a message unable to charge batteries. Customer confirmed pump is plugged in and on a/c power with each battery partially full. Customer pushed in each battery and turned the locking knob between so the flat side is up and it clicks, customer states this did not erase the message. Customer was advised to use a backup pump. Twenty minutes after initial complaint, the service rep stated he was at the hospital and aware of the situation with that pump. Service rep explained the issue today had a catheter in the axillary position, with a significant amount of fluid in the helium extender tubing, this was not initially mentioned by customer. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.